Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarm was confirmed via the log file review. The log file spanned approximately 3 hours (B)(6) 2021 from 08:58 to 11:21 per the timestamp). Low flow alarm activated on (B)(6) 2021 at 09:21 due to estimated flow calculated to be at 0 lpms. The alarm did not resolve while the controller was in use. Low flow being displayed as 0 lpms did not effect system support, the pump operated at the low speed limit or above without issue. The driveline was disconnected on (B)(6) 2021 at 11:20 for a controller exchange. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and operated on a mock circulatory loop for an extended period without any issue. The controller functioned as intended during analysis. Additional information on 22dec2021 stated that the controller was exchanged resolving the issue as the pump flow is in the 5s¿. A root cause of the reported event was not conclusively determined or correlated with the system controller through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section-¿alarms and troubleshooting¿ and heartmate iii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low flow. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the bi- ventricular assist device (vad) patient was receiving flow readings of "0" on the system controller. Their right ventricular assist device (rvad) was working well without any alarms. Technical services reviewed the log file and reported low flows beginning on (B)(6) 2021 where flows dropped to 0.0 indicating the pump saw a reduction in blood volume. Their suggestion was to replace the system controller and monitor for reoccurrence. It was communicated that the system controller was exchanged and their flows were in the 5's with no reported reoccurrence of the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.